Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead pace impedance has had a steady rise, which reached greater than 3000 ohms. There were some noted spikes, prior to getting to saturation. The ra threshold was also higher than 3.5 volts (v). The patient was brought in to revise what was thought to be an ra lead issue. When in the lab, the set screw of this cardiac resynchronization therapy defibrillator (crt-d) was found to be loose. After the set screw was tightened, threshold was 0.4 v and pace impedance was about 400 ohms. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.